Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.37" from the base. The broken piece was not returned. Failure analysis confirmed and replicated the customer reported complaint. A review of the provided image by an isi regulatory post market surveillance analyst was consistent with the fractured blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was "disconnected" and a piece fell inside the patient. The entire fragment was retrieved during the same procedure. The user completed the procedure using a backup instrument with no further issue reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.